Manufacturer narrative:
Device evaluation: the product associated to the complaint has not been received, therefore, an evaluation of the product associated to the complaint is not possible. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed no other investigation request received from this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4)and CAPA-010215.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a preloaded intraocular lens was stuck in cartridge. The lens was in contact with the patient¿s operative eye. Reportedly there was no secondary surgical procedure, no delay in procedure, no incision enlargement and no sutures required. Additional information was received, and it was learnt that a lens of the same model and same diopter was used as the replacement lens for the patient. Patient reported as doing well. No further information provided.